Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint ¿ asr hip resurfacing system (right) - revision; revision recommended; reason for revision: alval / soft tissue reaction. Updated - 13 oct 2011: hospital, surgeon, reason for revision and date of revision. Update - marked as legal, added patient name. 14th jan 2015. Update rec¿d 14 january 2015 - notification received from depuy (B)(4) legal counsel that the patient is now deceased, date of death is unknown. The cause of death is unknown and there has been no allegation of a link between the asr implants and the death of the patient. Date of death is unknown.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr hip resurfacing system (right) - revision. Revision recommended. Reason for revision: alval / soft tissue reaction. Updated - 13 oct 2011: hospital, surgeon, reason for revision and date of revision. Update - marked as legal, added patient name. 14th jan 2015. Update rec'd 14 january 2015 - notification received from depuy (B)(4) legal counsel that the patient is now deceased, date of death is unknown. The cause of death is unknown and there has been no allegation of a link between the asr implants and the death of the patient. Date of death is unknown. Update - added patient gender and patient date of birth and added closing statement below. Taken from email dated 19th feb 2015. Male patient. D.o.b - (B)(6) 1939. Update 19 feb 2015 - no further information is available regarding the death of this patient. This patient was revised of the asr implants prior to death and the revision has been investigated and reported in-line with the asr wi 08-07. Explants have been received at lirc for investigation. Our (B)(4) counsel (B)(6) have confirmed that there is no allegation of a link between the asr implants and the death of the patient. Should further information become available, the complaint will be re-opened and evaluated for investigation.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number(B)(4). Reason for original complaint ¿ asr hip resurfacing system (right) - revision. Revision recommended. Reason for revision: alval / soft tissue reaction. Updated - 13 oct 2011: hospital, surgeon, reason for revision and date of revision. Update - marked as legal, added patient name. 14th jan 2015. Update rec¿d 14 january 2015 - notification received from depuy anz legal counsel that the patient is now deceased, date of death is unknown. The cause of death is unknown and there has been no allegation of a link between the asr implants and the death of the patient. Date of death is unknown. Update - added patient gender and patient date of birth and added closing statement below. Taken from email dated 19th feb 2015. Male patient d.o.b - (B)(6). Update 19 feb 2015 ¿ no further information is available regarding the death of this patient. This patient was revised of the asr implants prior to death and the revision has been investigated and reported in-line with the asr wi 08-07. Explants have been received at lirc for investigation. Our anz counsel (B)(4) have confirmed that there is no allegation of a link between the asr implants and the death of the patient. Should further information become available, the complaint will be re-opened and evaluated for investigation. Update - june 21, 2017 additional information received from (B)(4) for surgery date: (B)(6)2004. This complaint was updated on july 4, 2017. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Asr hip resurfacing system (right) - revision. Revision recommended. Reason for revision: alval / soft tissue reaction. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.